Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 174 mg/dl. Customer stated that insulin pump was dropped then insulin pump was not working and the screen was frozen as well as the keypad was not working. Customer was putting a new battery in and it did not do anything for 30 seconds until it started making high pitched tone. Customer stated that the screen was still blank. Customer also stated that medtronic sticker was missing from bottom of insulin pump. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.